Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant, when the device was attached to the lead it had no pacing output. It was noted that the lead parameters were 230 ohms impedance and 1 volt threshold when tested with the analyzer. The device was not implanted and was replaced. No patient complications have been reported as a result of this event.